Event description:
Patient wrote on (B)(6) 2013, asking for a (B)(4).

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
It was determined during investigation this product was not the subject of the complaint. Depuy considers this investigation closed.